Event description:
Dealer is stating that the control box is black, and the wiring harnesses are black and melted where they connected to controller. Dealer is stating that it looks like there was to many amp going into the charge. End user stated that they never saw fire, smoke or arching, and never smelled smoke.